Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings. In situ.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with a possible plate fracture. The patient reportedly had possible plate fracture approximately 6 months post-op. There are no plans to revise at this time.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screw remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. All of the screws appeared to be locked to the plate. The difference in the orientation of the screws and interbodies in the pre and post-incident x-rays indicates that there was some movement in the construct, which may have contributed to this incident via increased bending stress on the plate. It was also reported that there are signs of fusion, but there were no reports of a solid fusion; therefore, a potential pseudarthrosis may have also contributed to this incident. In situ.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with a possible plate fracture. The patient reportedly had possible plate fracture approximately 6 months post-op. There are no plans to revise at this time.